Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) in (B)(4) alleging her onetouch ultra meter was reading inaccurately compared to the same meter. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on an unknown date and time readings of ¿5.9 and 5.2mmol/l¿ were obtained on the lfs meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=20% or <=1.11mmol/l when obtained within 20 minutes. The patient reported the meter had been reading inaccurately for some time; therefore, she was unable to control her blood glucose adequately. The patient reported her parents had to call her every 2 hours to check on her. The patient reported on (B)(6) 2014 she did not answer the phone so her parents came to check on her and found her unconscious at 8:55pm. The patient was unable to recall if she had tested on the meter prior to losing consciousness or if she had any symptoms prior. The patient reported her father gave her 2 tubes of glucagon on (B)(6) 2014 at 8:55pm. The patient reported a blood glucose reading of ¿1.1mmol/l¿ was obtained on an unknown meter. It is unclear if the reading was obtained prior to administration of glucagon or after. The patient reported when she recovered sufficiently, she drank a glass of orange juice. The patient reported before her parents left at an unknown time a reading of ¿4.3mmol/l¿ was obtained on an unknown meter. The patient confirmed that no hospital or paramedics were summoned. The patient was unable to identify what she believed caused her to lose consciousness. The patient reported she normally tests 3 times a day and takes 10-20 units of lantus insulin per day. During the time of troubleshooting the cca confirmed the patient was using an approved sample site for testing and the meter was in the correct unit of measurement at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she was not able to control her blood glucose adequately, developed symptoms suggestive of severe hypoglycemia and required assistance from a third party.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/12/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.